Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial #: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 27-jul-2022, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain and failed back surgery syndrome. It was reported that the patient had previous infection (see (B)(4)) where the patient¿s battery was removed on (B)(6) 2019 due to a pocket infection. The patient and the lead ends were coiled and left in their back incision. When the physician attempted to thread the lead into the battery slots they were unable to thread the 0 through 7 connection. There was an impedance issue once connected to the new ins, the lead tips were moistened and wiped several times but the issue was not resolved. The percutaneous lead kit was opened to verify that the paddle lead was the issue. Once verified the new paddle lead was opened and implanted. It was reported that the lead was explanted and would be returned for analysis. The event occurred on (B)(6) 2019 during the patient¿s ins replacement surgery. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Analysis of the lead ((B)(4)) found that the proximal end of the lead had multiple connectors crushed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 977c165, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019. Product type lead. Analysis results were not available at the time of this report. A follow up report will be sent once analysis is complete. If information is provided in the future, a supplemental report will be issued.